Event description:
The pt received his scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt was receiving stimulation in his right rib cage. An x-ray was performed which showed the right lead had migrated. Follow up found the pt had one lead replaced on (B)(6) 2011. It was reported the stimulation was effective postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.